Event description:
Patient was infusing 1320ml tpn bag over 12 hours. Patient had 100ml overfill. Bag ran out after 11 hours. Patient did not use anti-siphon valve and bags ran dry x 1 wk. Patient reported some blood back-up in bag. Use of anti-siphon valve resolved problem.